Event description:
Note: this report pertains to one of three devices implanted during the same procedure. Associated manufacturer report #s 3005099803-2013-00862 and 3005099803-2013-00863 pertain to the other devices. It was reported to boston scientific corporation (bsc) that the patient was implanted with an uphold vaginal support system, a pinnacle posterior pelvic floor repair kit, and a solyx single incision sling system during a procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, he first saw the patient in 2010 for complete vaginal prolapse with both stress and urge urinary incontinence (mixed incontinence disorder). A tension-free vaginal tape (tvt) procedure with anterior and posterior repair was performed on (b)96) 2011, at which time the three bsc products listed above were used. The patient was last seen on (B)(6) 2012, and she complained of urge incontinence only. It was reported that there was no remaining evidence of prolapse or stress urinary incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.